Manufacturer narrative:
A field service technician has been sent out for investigation and stated that the belt of the device was broken. According to (B)(4), the belt was not replaced within the last 4 years. The customer refused to replace the belt yearly, contrary to the instruction for use. Thus the failure could not be confirmed. According to the service order dated on (B)(6) 2017, the belt was replaced. Pump worked properly. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that the rpm of a hl20 didn't run smoothly and stopped finally. The perfusionist used hand crank to continue this operation. Patient was not affected due to this problem. Internal reference: (B)(4)/ onesupport (B)(4).